Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as rubbed open from the te pads, skin was raw and bleeding and it itches under the breast area. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed dermafaptine ointment for the wound. Follow up indicated that the wound improved.